Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. UDI: (B)(4). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number dtm28135. The device was not returned for evaluation, however, a photograph was available from which the complaint was confirmed. Further investigation found additional units in which this mix up was evident; all units have been accounted for. Corrective actions have been initiated.

Event description:
During a right total knee arthroplasty, when the femoral trial was opened, it was noticed that the trial was a left trial, although it was packaged as a right. The surgeon was able to use this trial to complete the procedure successfully.